Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed. Based on the information available, the exact cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the doctor went to set the angio-seal device, there was no foot plate. The device came all the way out and they held pressure. The patient was fine; patient's condition was good. The procedure was good. There was no blood loss. There was no patient injury, medical/surgical intervention required. Additional information was received on 17jun2021. The procedure being performed was an aif using a 6fr sheath. A pre-deployment angiogram was not performed.